Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "surgeon using trio lumbar fixation system for l5-s1 lumbar fusion. All hardware was implanted in pt. He was performing the final torque on the first of four offset connectors. The tip of the torque wrench broke into three pieces as he reached full torque. A second tip was placed on the torque wrench. It broke as dr. Williams attempted to final torque the second of four connectors. It broke same as the first but into two pieces. Final torque had to be achieved with the fixed hex screw driver on the remaining two offset connectors. Instruments were properly processed prior to the case and in perfect working order. There was no inappropriate technique or force used by dr. (B)(6). Both tips broke.